Event description:
It was reported that this patient with this implantable brady lead exhibited loss of capture. Subsequently, this lead was explanted and a new right ventricular (rv) lead was implanted. No additional adverse patient effects were reported.